Event description:
Received notification of event at a facility that stated, "event occurred two days in a row in 2005. There were 8 broken cryocyte containers from a pt lot of 17 frozen containers. There is no sample available for eval as they are stored as a backup. The problem was noted after storage. Storage of the cryocyte freezing containers is in vapor phase and storage was for 1.5 months. The pt did receive 2 of the broken bags. Antibiotic treatment was given as prophylaxis (not specified). The pt did have enough stem cells for engraftment. The pt was not recollected or remobilized. Total cell dose infused was 1.89 x 10 6 cd34 cells. Pt is well, with no infection or sepsis. On those two days all intact bags were transplanted providing 1.64 x 10 6 cd34 cells, additionally two of the broken bags were thawed according to protocol and transplanted providing 0.25 x 10 6 cd34 cells. Six other bags were broken and stored as a backup. Bags were filled within the range of 84-99ml. Product, cryopreservation and storage was performed in metal cassettes, cyropreservation in controlled rate freezer, storage in vapour phase of liquid nitrogen."